Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following was reported by the initial reporter with the verbatim: over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following was reported by the initial reporter with the verbatim: over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.